Manufacturer narrative:
Review of the device history report was completed on the reported lot number, v2e068. The lot was found to have been manufactured on 5/05/22 and released to predetermined specifications. No anomalies were found during review of the records. No physical samples were returned due to which a root cause could not be determined. Sample photos were reviewed, but we are still not able to determine a root cause based on evaluation of photos. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
Customer reported on mw0800040000-2022-8033 that when activating warmer, the product broke open and contents contacted patient¿s skin. No patient demographic provided.